Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that the patient came in for a battery check because they stated, "6 weeks ago a message came up that the internal battery was low". Upon device check, the internal battery is in fact low, assuming within the 3-month timeline due to indication. Patient's amplitude running at 3.9 with no custom settings that would deplete the battery in a faster timeline. Additional information was received from the manufacturing representative (rep) on (B)(6) 2026. The rep reported that the issue was caused by normal battery depletion but at a quick rate for the device. It only lasted 3 years. A battery replacement procedure was completed on (B)(6) 2026. (B)(6) 2026 e1 (rep): additional information was received from the manufacturing representative (rep). The rep reported that the issue was caused by normal battery depletion but at a quick rate for the device. It only lasted 3 years. A battery replacement procedure was completed on (B)(6) 2026.